Manufacturer narrative:
The "date of event", "patient identifier", "model #", and "serial #" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges changing profiles, hit down arrow to go to profile 1 but was unaware he hit it too many times and was in profile 5. Alleges going into his house when chair went faster than he expected and he cut his arm on doorway.